Event description:
Customer reported the system would not boot up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found interconnect ribbon not seated from display adapter to video control pcb. Remade connection and checked and verified operational by booting system 4 times with no errors or problems. System operates as intended.